Event description:
The doctor stated that he has a patient with severe deficiency in the midface and paranasal areas. The doctor stated that after putting the patient under anesthesia, he examined the implant and found small pieces of medpor instead of the malar implant ordered. The doctor stted that he had to call off the surgery at that time.